Event description:
It was reported by the customer "we see heparin alerts where a dose was programmed below the minimum limit. We tend to see doses being programmed of 18 units/hr. These were supposed to be doses of 18 units/kg/hr but they get programmed as 18 units/hr. Alaris displays a below minimum dose alert but unfortunately the nurses will sometimes override this alert resulting in significant underdosing of heparin infusions." The customer indicated these were routine infusions of heparin (25,000 units/250ml) there was patient involvement, but no harm reported. The customer made a request for product enhancement: "if we could implement a hard minimum dose limit on heparin and a few other continuous drips. I feel like most field limits (dose, bolus dose, bolus dose administration rate) should have optional hard minimum values that we could utilize to prevent errors when needed".

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer "we see heparin alerts where a dose was programmed below the minimum limit. We tend to see doses being programmed of 18 units/hr. These were supposed to be doses of 18 units/kg/hr but they get programmed as 18 units/hr. Alaris displays a below minimum dose alert but unfortunately the nurses will sometimes override this alert resulting in significant underdosing of heparin infusions." The customer indicated these were routine infusions of heparin (25,000 units/250ml) there was patient involvement, but no harm reported. The customer made a request for product enhancement: "if we could implement a hard minimum dose limit on heparin and a few other continuous drips. I feel like most field limits (dose, bolus dose, bolus dose administration rate) should have optional hard minimum values that we could utilize to prevent errors when needed".

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: manufacturer narrative, imdrf annex a, g, b, c, d codes. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of under-infusion due to a programming error could not be confirmed or replicated during the investigation, as no logs or devices were returned for review. The pcu alerted as configured in the data set and displayed infusion-related information pages during programming. Concentration limits are not available for drug setups with only full concentration selected. No device was returned for this investigation; therefore, an external and internal inspection could not be performed. Heparin alerts report do not contain keystroke programming and are not validated for log analysis purposes. Is not possible to confirm the drug ID without the pcu event logs to perform the keypress replication, the information showed was gathered from the records the facility provided. Based on the review of events for the pump module sn 13718206 connected to the pcu sn 13738205, on may 5, 2025, at 10:32 am an alert was triggered indicating that the programmed dose was below the configured soft min threshold during the setup of a continuous infusion. The infusion was programmed at 18 units/h, using a total of 25,000 units with a diluent volume of 250 ml, resulting in a concentration of 100 units/ml. The soft min alert threshold is configured at 100 units/h. A known good pcu from the lab was loaded with data set ¿tmc-12 v54¿. An infusion of heparin non-weight was programmed with a dose of 10 units/h. An alert appeared indicating that the dose was below the guardrails limit of 100 units/h. After pressing 'yes', the infusion started as specified. Subsequently, a weight-based heparin infusion was programmed with a dose of 18 units/kg/h, resulting in a rate of 1.8 ml/h. Upon pressing 'start', the infusion began normally. During the programming of both infusions, pages displaying dose and bolus units, as well as drug amount and diluent volume, were shown. Per bd alaris system user manual v12.1.2, proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Per bd alaris guardrails editor user manual v12.1.2, when programming a units only concentration (custom concentration) in the drug library, the drug amount and diluent volume must be entered into the infusion device by the clinician so that the resulting concentration can be used to calculate the flow rate or volume needed to deliver the prescribed dose. Hard minimum concentration limits in your hospital's drug library can prevent over infusion or under infusion when a units only concentration (custom concentration) is programmed incorrectly at the bedside. Continuous/bolus drug library setups with a selected units only concentration (custom concentration) require concentration limits, including a hard minimum and soft maximum value. Soft minimum concentration limits are optional. Concentration limits are not available for drug setups with only full concentrations selected. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the under-infusion due to a programming error could not be confirmed, as no logs or devices were received for investigation. Concentration limits are not available for drug setups with only full concentrations selected. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.